Event description:
One sample with elevated free t3 result that did not fit clinical picture. Initial ft3 value of 11.02 pg/ml. Investigational unit was able to confirm the elevated free t3 result measured by the customer. An interfering substance was identified to be the cause of the elevated result.